Event description:
It was reported by the (B)(4) study that the patient felt extracardiac stimulation. The lead remains in use after interrogation based on medical judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.